Event description:
During initial assessment of a returned homechoice device, the event log recorded the home patient drained less than the required 85% of the fill volume on therapy date (B)(6) 2010 due to the homepatient bypassing the low drain volume alarm.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). The evaluation was performed by the pal (product analysis lab). The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The assignable cause for the use error was undetermined; it was not possible to determine whether or not the hp's act was intentional. A review of the device's service history record revealed no issues that could have contributed to the reported incident. A labeling review found the patient at home guide to be adequate for the use/user error identified in the incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.